Manufacturer narrative:
Eval: the iab was rec'd intact for eval with blood noted on the balloon's exterior surface. The original guidewire used with the iab was not returned for examination. The membrane was noted to be completely folded. Visual examination revealed no defects in the returned iab. The stylet wire was noted to be within the inner lumen. After the wire was removed, water was aspirated through the inner lumen with no abnormal resistance encountered. A lab 0.030" guide wire easily passed through the lumen with no abnormal resistance encountered. The inner lumen was within datascope's mfg specs. No abnormalities were noted in the balloon tip.

Event description:
The dr was unable to move the catheter over the guidewire. A second iab and guidewire were inserted without any problems. The iab and guidewire were not returned to datascope for eval. They were discarded by the facility. The iab was returned to datascope on 3/16/98 (the original guidewire was not returned). [Event complications]: unk-reported 2/2/98; none-reported 3/16/98. [Pt's current status]: okay-rpt'd 3/16/98.